Manufacturer narrative:
(B)(4). It was reported that force was applied to the stent delivery system sds in the attempt to advance past the previously deployed stent which may have contributed to the reported difficulties. It is likely the promus stent interacted with the deployed stent, causing damage and contributing to the difficulty positioning the sds and ultimately dislodging the promus stent. The patient was sent to bypass surgery requiring additional hospitalization. It should be noted the promus instructions for use states: should any resistance be felt at any time during either lesion access or removing the delivery system post-stent implantation, the stent delivery system and the guiding catheter should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. In this case, the reported difficulties appear to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. It was reported the stent delivery system (sds) was advancing past the previously deployed stent which may have contributed to the reported dislodgement. It is possible the promus stent interacted with the deployed stent, causing damage and ultimately dislodging the promus stent; however, this could not be confirmed and a conclusive cause could not be determined. The lot history record for this product was not reviewed and a similar incident query was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported. All stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
Subsequent to the initial report filed, additional information received states, while the 2.5 mm x 12 mm promus was being advanced it became caught on the proximal edge of the previously deployed non-abbott stent. Excessive force was used and the stent dislodged off the balloon in the circumflex artery. The patient underwent bypass as a treatment option. The stent remains in the anatomy. Though requested, no additional information was provided.

Event description:
It was reported that during a procedure of the circumflex artery with thrombus of a non-abbott stent, the 2.5 x 12 mm promus stent was being advanced distal past the non-abbott stent when the promus stent dislodged off the balloon in the circumflex. The patient was sent for bypass surgery. Though requested, no additional information was provided.